Manufacturer narrative:
To date, information suggests that this crt-d was to be returned for analysis purposes. The rv lead remains actively in service. The investigation is considered open at this time. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information from the non-bsc local area sales representative that some of the setscrews associated with this cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) and the non-bsc right atrial (ra) leads would not loosen. Despite multiple attempts with various wrenches, the distal rv and side setscrews for the ra lead ultimately required that the header be entirely removed from the device. A bone cutter was used to removed the device header. The non-bsc ra lead could not be salvaged in this process. The rv lead appears to remain in service. There was no allegation of impact on critical therapy associated with these clinical observations, but the non-bsc ra lead had to be removed from service as a result of this issue.